Event description:
It was reported that a j-tube was implanted in 2003. Three months later, the physician checked on the tube and found the connector portion detached from the peg. The j-tube was broken. One piece was removed and another piece was defecated.